Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak in the catheter is confirmed; however, the exact cause is unknown. Two photographs of a 4 fr single lumen powerpicc solo were returned for evaluation. An initial visual observation of the photographs showed a powerpicc solo with a split in the catheter between the 3 and 4 cm marks. The split is positioned perpendicular to the catheter. Use residue was observed on the sample in the returned photographs. While a split could be seen in the catheter tubing of the sample in the returned photographs, no details of the damage could be discerned. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported a PICC line was cracked and had been leaking for a patient. No other information was provided.